Event description:
Reportable based on analysis completed on (B)(6) 2009. It was reported that during a coronary drug eluting stenting treatment procedure, crossing difficulties occurred. The lesion being treated was located in the tortuous and severely calcified left circumflex (lcx). The 2.25x16mm taxus liberte was not able to cross the target lesion. The procedure was completed with another of the same device. There were no pt complications and the pt's condition was listed as "stable." However, the returned product analysis revealed stent damage.

Manufacturer narrative:
A visual and microscopic examination identified distal stent damage. The stent struts on rows 1 and 2 were slightly squashed. Kinks were present along the length of the outer lumen. Hypotube kinks were also present along the entire length of the catheter shaft. This type of damage is consistent with excessive force being applied to the delivery system. Solidified blood was present within the inflation lumen, indicating that the device was used in vivo. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).